Manufacturer narrative:
(B)(4). Date sent: 2/11/2022. Op report attached.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2021. Event date: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim stating patient underwent a laparoscopic sleeve gastrectomy and operative report states the surgeon took down a ¿decent amount of adhesions¿ from a prior hernia repair surgery and used an ¿ethicon¿ stapler with green, gold, and blue loads to perform the sleeve surgery. The surgeon noted that there was a ¿decent amount of adhesions to the mesh,¿ several of which were taken down with the enseal device. Some bleeding from the staple line was noted during the surgery and adequate hemostasis was achieved through the use of clips and cautery and no leaks were identified during the leak test. Later the same day and after being transferred to the surgical floor, the patient became hypertensive and tachycardic with a significant fall in hemoglobin, necessitating laparoscopic surgery and cauterization due to ¿pulsatile bleeding from the staple line on the greater curvature of the stomach,¿ which was oversewn using a 2-0 silk and single figure-of-eight stitch on the staple line. The surgeon also used cauterization and suction to stop an additional slow bleeding site.